Event description:
It was reported that the patient experienced a driveline communication fault alarm on (B)(6) 2024. The patient silenced the alarm until the next day, (B)(6) 2024, when they visited the outpatient clinic. The patient was fine at the time of the alarm. Log files were downloaded, and the patient's modular cable and system controller were exchanged. It was originally reported that the alarm resolved temporarily but came back. However, additional information clarified that there were no further alarms following the modular cable and system controller exchange. Visual inspection of the exchanged modular cable connector showed signs of dirt but no signs of corrosion on the pins. The outer layer of the modular cable had one area that appeared to have been clamped at some time in the past, but the patient did not confirm that had occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm active was confirmed via analysis of the log files and analysis of the returned product. The downloaded system controller event log file and the submitted log file contained relevant data spanning approximately 6 hours on (B)(6) 2024 (4:32:07 ¿ 10:08:53 per the time stamp). The log file captured a driveline communication fault alarms active due to a f19 com_a_fault active from the first event of the log file ((B)(6) 2024 at 4:32:07 ¿ 10:06:52. The alarm appeared to resolve when the driveline was disconnected, and the driveline communication fault alarm did not affect the controller's ability to operate the system. The heartmate 3 vad modular cable was returned and evaluated at abbott. The modular cable was returned with debris in the inline connector of the modular cable, pin hole cuts in the cable jacket, and worn markings on the inline connector. No other physical anomalies were observed. During the evaluation, the modular cable was placed on a mock loop with the returned controller and a driveline communication fault became active when the modular cable was manipulated, confirming the reported event. A continuity and insulation resistance test was performed on the cable revealing that the green (communication a) wire had an open line continuity. The modular cable jacket was dissected revealing a damaged green wire with an exposed conductor. A damaged communication wire would result in a driveline communication fault to become active on the controller. Provided information stated that the alarms resolved following the modular cable exchange, and no further alarms were displayed. The lot number of the modular cable is unknown. The root cause of the reported event was determined to be an electrically compromised underlying wire within the modular cable consistent with repetitive flexing of the cable over time. The lot number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 left ventricular assist system patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.